Event description:
A screw, implanted with a vectra plate about four or five months ago, backed out of the plate and perforated the esophagus of the pt. Surgeon removed the screws and plate. Reportedly, the plate was not replaced.

Manufacturer narrative:
Synthes is unable to determine the manufacture site of the manufacture data without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.